Event description:
Performing robotic umbilical hernia repair. Bard ventralight mesh was placed in pt through trocar. The [invalid]attachment piece was pulled through abdominal wall with carter t and then broke while being pulled. The surgeon was made aware. Mesh removed and sent to management. Different mesh was then placed for pt.